Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e311 error caused by the inability to acquire white balance, resulted in a noisy image due to a cable failure. Additionally, the noisy image is presumed to have occurred from a communication failure caused by a faulty cable, likely attributed to disconnection due to buckling. The event can be [detected/prevented] by following the instructions for use which state: "·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of the video cable had buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a loss of image. The event occurred during a procedure. The procedure was completed using the same set of equipment. There was no patient harm associated with the event.